Manufacturer narrative:
D3: mfg establishment name updated. D9: device received on 4/30/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a damaged upstream occlusion (uso) sensor was found as well as a delaminated/degraded downstream occlusion (dso) seal. The customer's problem was replicated. The uso sensor, mainboard, dso seal, uso seal, bracket, cam sensor and the lens were replaced to fix the issue.

Manufacturer narrative:
E1 - initial reporter phone. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette attachment failure alarm, even though the cassette was correctly attached during the pre-test. There was no patient involvement, no patient injury was reported.